Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by a cpot (certified paraoptometric technician), who stated that the metal tip on the injector that moves the lens forward into the cartridge was bent and caused a defect on the lens/haptic as it was loaded.

Manufacturer narrative:
The product was not returned for analysis. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was damaged. There was no patient contact and the procedure was completed the same day. Additional information was provided that the lens was damaged while loading into the cartridge. The injector was damaged.